Event description:
The pt, an 86 y/o female, with a history of coronary artery disease was undergoing a hip replacement when immediately following the pressure injection of the bone cement, the pt became hypotensive and had a cardiac arrest. The pt was successfully resuscitated and the procedure completed. The pt was transferred to the ccu, but did not regain consciousness. The pt subsequently expired on 11/26/97.